Event description:
Follow-up information indicated the patient may undergo further surgical intervention to replace the fourth lead which was previously explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported one of the patient's four (B)(6) leads was no longer providing therapy. Diagnostics indicated invalid impedance readings on all lead contacts. X-rays were taken and no anomalies were identified. Surgical intervention was undertaken and the lead was explanted. The remaining three leads are providing effective therapy.

Event description:
Additional information received indicated the patient had a scs system implanted on (B)(6) 2016 and is receiving effective therapy. The patient's drg stimulation system also remains in situ.